Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced valve assembly to resolve the issue.

Event description:
The customer reported obtaining erroneously low patient results for multiple analytes involving the au480 clinical chemistry analyzer. The low results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the low results. There was no change to patient treatment in association with this event.